Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and uterine infection ('infection (bladder/ urinary tract/vaginal) type:uterine infection') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: (B)(6) 2008: essure confirmation test: hysterosalpingogram. Concurrent conditions included back pain. In (B)(6) of 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine infection (seriousness criterion medically significant), abortion spontaneous ("pregnancy (stillbirth or miscarriage), mood swings ("hormonal changes describe: mood swings"), feeling abnormal ("hormonal changes describe: brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type:yeast"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:anxiety"), acne ("rashes or skin conditions type:acne"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type:bloating"), back pain ("back pain") and arthralgia ("joint aches"), was found to have a pregnancy with contraceptive device ("pregnancy (no complications) and was found to have weight increased ("weight gain"). The patient was treated with oxycodone hydrochloride;paracetamol (percocet) and surgery (removal of both coils (confirm). Essure was removed in 2009. At the time of the report, the abdominal pain, uterine infection, pregnancy with contraceptive device, abortion spontaneous, mood swings, feeling abnormal, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, depression, acne, migraine, tooth disorder, dysmenorrhoea, weight increased, abdominal distension, back pain and arthralgia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, acne, anxiety, arthralgia, back pain, depression, dysmenorrhoea, feeling abnormal, menorrhagia, migraine, mood swings, pregnancy with contraceptive device, tooth disorder, urinary tract infection, uterine infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) of 2008: result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. Medical conditions: (B)(6) 2008: essure confirmation test: hysterosalpingogram. Concurrent conditions included back pain. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of both coils (confirm)). Essure was removed in 2009. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2019: pfs+mr received: case became valid & incident after replacement of event injury nos with medical device removal. Patient demographic details, new reporters was added, product start date and stop date was added.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and uterine infection ('infection (bladder/ urinary tract/vaginal) type:uterine infection') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: (B)(6) 2008: essure confirmation test: hysterosalpingogram. Concurrent conditions included back pain. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), uterine infection (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings"), feeling abnormal ("hormonal changes describe: brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type:yeast"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:anxiety"), acne ("rashes or skin conditions type:acne"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type:bloating"), back pain ("back pain") and arthralgia ("joint aches"), was found to have a pregnancy with contraceptive device ("pregnancy (no complications)") and was found to have weight increased ("weight gain"). The patient was treated with oxycodone hydrochloride;paracetamol (percocet) and surgery (removal of both coils (confirm)). Essure was removed in 2009. At the time of the report, the abdominal pain, pregnancy with contraceptive device, abortion spontaneous, uterine infection, mood swings, feeling abnormal, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, depression, acne, migraine, tooth disorder, dysmenorrhoea, weight increased, abdominal distension, back pain and arthralgia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, acne, anxiety, arthralgia, back pain, depression, dysmenorrhoea, feeling abnormal, menorrhagia, migraine, mood swings, pregnancy with contraceptive device, tooth disorder, urinary tract infection, uterine infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: pfs was received. Medical device removal replaced with abdominal pain. New events mood swings, brain fog, abnormal bleeding (vaginal, menorrhagia), uti, yeast infection, uterine infection, depression, anxiety, acne, migraines / headaches, dental problems, dysmenorrhea, weight gain, bloating, back pain, joint aches, device ineffective, pregnancy (no complications), pregnancy (stillbirth or miscarriage) were added. Treatment drug was added. Lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.